Event description:
It was reported that the device was used during an unk procedure, the tip of the hook broke and dropped off. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.